Event description:
Note: the date of event is unk. It was reported to boston scientific corp on (B)(6) 2009, that a cre balloon catheter was used during a procedure. According to the complainant, during the procedure after the inflation of the balloon was complete, the balloon was difficult to deflate and retract from the scope. Although the physician had difficulty, the device was removed from the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation: a visual examination of the returned device found that the balloon profile was relaxed and deflated. There was a kink on the catheter shaft 121cm from the distal tip. The event description could not be recreated as the balloon was not wingfolded and it could not be advanced through the scope. The balloon was inflated to 20mm and 6atm and the balloon deflated without difficulties. Although the balloon deflated easily in the lab, it is possible that the kink was more pronounced during the procedure, leading to obstruction of the inflation lumen. Failure to completely deflate the balloon would result in the balloon profile remaining too large to fit through the endoscope, leading to difficulties retracting the device. The most probable root cause is operational contact due to anatomical/procedural factors encountered during the procedure. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints found there are no other complaints associated with this lot. (B)(4).